Event description:
According to the operative report, the pt experienced dyspnea on exertion and echocardiogram showed a "significant" gradient across the aortic valve. Intraoperatively, the valve was "well healed" but there was "heavy" pannus growth impeding movement both leaflets and "significant" pannus ingrowth on the aortic side of the valve. There was considerable amount of calcification around the valve as well. The valve was explanted and replaced with 17ahpj-505.